Event description:
Falsely elevated troponin I result of 4.6 ng/ml was obtained on a pt. The result was not reported to the physician. The same specimen was retested on the same analyzer and a troponin I result of 0.02 ng/ml was obtained. Pt treatment was not prescribed or altered. There was no report of adverse health consequences as a result of the reported falsely elevated troponin I result. Analysis of the instrument by a dade behring field rep indicated that the most likely cause for the falsely elevated troponin I result were problems with the hm module.